Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. The battery cap was undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents readings were within specification. The original complaint was unable to be duplicated. The pump cover was removed and there was no intermittent condition found to the continuous glucose module or the to the power printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).